Event description:
Lancet did not retract properly and tech rec'd exposure. Tech was using appropriate technique. Tech rec'd a needlestick on the right side of index finger. Tech was wearing gloves but needlestick caused an open wound and bleeding. No stitches required. Testing done on pt confirmed hep c.